Event description:
It was reported that a pump had an inoperable keypad. It was determined that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: #5, #7, #8, and #9. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the "abc" key is selected, "am" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.